Event description:
It was reported that physical damage and fluid ingress were observed in this integrated programmer. Boston scientific technical services (ts) recommended returning the programmer. This programmer remains in service. There was no patient involvement.